Manufacturer narrative:
Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported in (B)(6) 2017, the cause of death was end stage renal disease and was not considered related to the study device. Per death certificate, the immediate cause of death was end stage renal disease or a consequence of type 2 diabetes. Other significant condition contributing to death was congestive heart failure. Per death certificate autopsy was not performed and the manner of death was natural. The subject died at home.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that death occurred. In (B)(6) 2017, the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the second obtuse marginal with 95% stenosis and was 12mm long with a reference vessel diameter of 2.25mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.25mm x 20mm study stent. Following post dilatation, the residual stenosis was 0%. In (B)(6) 2017, the subject was discharged on dual antiplatelet therapy. In (B)(6) 2017, the subject died of unknown cause.